Event description:
Reporter alleged blood glucose measured 39 mg/dl, and customer had no low glucose symptoms, but went to the doctor as a result. It was stated the doctor measured glucose to be 150 mg/dl compared to the customers' meter reading of 23 mg/dl, when testing was performed within one minute of each other. No actions were taken, and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.